Event description:
A customer reported to beckman coulter that some pt info coming from the beckman coulter datalink2000 (dl2000) data mgr do not match the info at the lab info system (lis). The customer indicated that in 2 instrument printouts correct tests have been ordered, but incorrect demographics as compared to the lis. In other reports, the demographics were correct, but incorrect tests were ordered and/or sample type was changed from what lis downloaded. The customer indicated that no wrong results were reported out of the lab. Based on available info, pt treatment was not affected as a result of this event.

Manufacturer narrative:
Beckman coulter hotline cleared all data and replaced with a fresh, empty database. The customer will monitor the instrument printouts. Hotline will follow-up with the customer on this issue in the beginning of november 2006. The original database has been forwarded for investigation. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.